Event description:
It was reported that the patient had surgery on (B)(6) 2013 to clear out scar tissue and implant a ¿3 paddle lead¿ via a laminectomy. The patient had reflex sympathetic dystrophy (rsd). It was noted that the patient¿s battery had lasted for 8 years and was replaced due to normal battery depletion. It was further noted that the spinal cord stimulator that had been put in (B)(6) ¿did not work right¿ due to scar tissue and ¿it had nothing to do with the device.¿ it was noted that the ¿one¿ that was put in on friday was working beautifully from the patient¿s hip all the way down with good coverage. It was further noted that the difference was unbelievable and that when the device was on and working the patient was able to touch her leg again and the color was coming back. The friday prior to this report the patient was staying overnight in the hospital, she had started to get a lot of pain in her right leg from the knee down. The device was turned on to alleviate the pain but there were no programs in the device. It was noted that a manufacturing representative was able to get the device up and working and everything. The pain and everything was relieved in the patient¿s leg. Additional information received reported the cause of the event was the lead. The issue was due to excessive scar tissue build up at t12-l1 with displacement of the lead laterally. A replacement of the lead had occurred. Reprogramming was done multiple times at the office. It was noted that the manufacturing representative had all the information on reprogramming. Signs and symptoms associated with the event was the stimulator not covering her right leg pain. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).